Event description:
A field technician of a dealer reported that the mechanical structure of a (B)(4)-oral x-ray unit, serial number (B)(4), separated from wall at dr. (B)(6) dental office. It was reported that the patient was hit but not injured.